Event description:
The pt was treated with one of baxter's dialysis instruments, which was believed to be defective at the time of the pt's treatment. 3rd party lawsuit alleges the dialysis instrument caused and/or contributed to the pt's death.